Event description:
The manufacturer received information alleging a ventilator experienced a leak between 120 ¿ 150. When they replaced with another ev300 ventilator, it only had a leak of 48. They believe there is an issue with the original unit. There was no harm or injury reported during evaluation of the device by a philips remote service engineer, the leak issue could not be duplicated. It is recommended to replace the circuit. The unit also failed the active exhalation verification: s(+) p(+): pilot, reading test. The 3-way solenoid valve needs to be replaced to resolve the issue. Additionally, the in-line filter, fio2 sensor and pm kit need to be replaced.